Event description:
As reported by the user facility / translation of user facility information by bbm sales organization in colombia: "wrong infusion". "Patient is admitted to the hospital on (B)(6) and an infuser is installed at 1:00 p.m. With 230 ml and the patient returns on (B)(6) at 7:00 a.m. With an empty device and the nurse indicates that the device should have been finished at 12:00 noon."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received 1 used and filled easypump ii lt 270-54-s. As received condition, the clamp clip of the sample was clamped, and patient connector was connected to the red closing cone. Visual inspection had done throughout the received sample. Folded outer shell was observed. Bubble was found on tube. White crystallize residues was found on the filter tube and patient connector. Visual inspection on the received sample. White crystallize residues were found on the filter tube. White crystallize residues was found on the patient connector. The clamp clip of received sample was released. No flowing was observed. The sample was left unclamped for 1 week, yet no flow was observed. Fast flow rate as per customer description could not be identified. Since the received sample is blocked, further investigation for flow rate was not possible. White crystallize was observed at the received sample. The blockage of the received sample was potentially due to white crystallize observed at the product. The crystallization/ precipitation will cause blockage on the path of the solution. There are some drugs (e.g. 5fu, cefepime) which tend to crystallize/precipitation at some special conditions. The risk of crystallization is given by the drug itself. Some functions of the pump (filter, microbore, glass tube) may be affected when forming high amount of crystallize particle from drug. Besides that, there are some possibilities that can cause fast flow rate during application, such that one or combination factors are listed as below: factor 1 temperature the temperature of the surrounding will affect the flow rate of the sample. For every increase of 1°c, the flow rate of the sample will increase approximately by 3%. For example, if the flow restrictor of the product reaches the temperature of 37°c, the flow rate of the sample will increase by approximately 18% which means the flow rate will increase from 5ml/hr to 5.9ml/hr. Factor 2 external pressure external pressure such as squeezing or laying on the pump will increase the flow rate which cause the pump to empty earlier than the nominal time. Simulation of external pressure had been conducted. The flow rate of the product can increase when external force is applied to the pump. However, this external force is against the intended use of the product according to IFU. Factor 3: folder outer shell folded outer shell was observed during bmi investigation. According to IFU, the outer layer must be unfolded properly prior filling. Refer figure 4. Folded outer shell will act as the external pressure to elastomeric membrane and increase the flow rate of the product. Summary of root cause analysis: since the received sample is blocked, further investigation for flow rate was not possible. We considered this complaint as not confirmed. Cause: cause could not be determined. The received sample is blocked, further investigation for flow rate was not possible. Justification: not confirmed. Device history record (DHR): reviewed the DHR for batch 21k17ge271, there is no abnormality and no such defect detected at in process and at final control inspection.